Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There were cracks at 16mm from the distal end of the probe. There were scratches around the cracks. The coating of the probe was partially missing. The manufacturing history was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe cracked and the coating was damaged when the user output the device while contacting with something hard object. Also it was known that the probe damage error occurred when the user output the device after probe was cracked. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
During a excision of peritoneum, the subject device was used. In the procedure, probe damage error occurred. The procedure was completed with another thunderbeat. Olympus medical systems corp.(omsc) received and evaluated the subject device. As a result, omsc found that the coating of the probe of the subject device was partially missing on (B)(6) 2017. There was no patient injury reported.